Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was suspected of exhibiting premature battery depletion as an alert was recorded. The shock impedance measurements were noted to have increased from 95 ohms to 150 ohms. Device data was sent to engineering for review. Data analysis confirmed the device was depleting prematurely due to increased power consumption. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.